Manufacturer narrative:
The device was not reported to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that after surgery the pulsavac plus battery pack was disassembled for recycling and the batteries were found to be leaking. The contents of the batteries were not leaking outside the battery pack. The lot number of the reported device is not available as the battery pack is the only portion of the device which was retained by the hospital; all remaining position of the device were discarded by the hospital. There was no pt/user harm on extension/delay in surgical time.